Event description:
It was reported that during use right atrial (ra) lead polarity switch from bipolar to unipolar due to high impedance measurement. The ra lead exhibited varying unipolar impedance variable, unstable/variable thresholds and one false mode switch due to noise and myopotentials. It was also reported that the ra lead exhibited a tip issue. The ipg encountered false mode switch due to noise/myopotentials. Troubleshooting performed, atrial sensitivity decreased and the ra lead and ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to mode switch. If information is provided in the future, a supplemental report will be issued.